Manufacturer narrative:
Device evaluation: visual inspection showed no outward signs of damage to device or connector pins. Additional visual inspection showed saline residue in the tubing. The device was cleaned in a 10% bleach solution. Performance analysis: the erasable programmable read only memory (eprom) data has a valid date of monday, september 22, 2025, 2:58:11 am, event date is 10/20/2025. The device was attached to a 68000-generator using the bypass startup, the device was connected and was recognized. Using the gauze test, a couple of ablation cycles were initiated with no issues observed. There was no saline flow observed from the jaws when attached to 300 mm/hg pressure cuff. The device was cut apart and the flow restrictor was blocked with a rust-like foreign material (fm). Note: in the event description in was indicated that there was normal saline flow from the jaws. Conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a cardioblate bp2 device, 1000ml of normal saline was used for pre-ablation and pre-ablation was completed. During the atrial fibrillation surgical ablation, the water flow from the jaws was normal and high impedance alarms were issued multiple times. After debugging, checking the tubing, flushing the forceps, removing all tubing, and restarting the g2 main unit, the high impedance alarm persisted, preventing normal ablation. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the operator was an experienced doctor. Normal heart tissue was attempted to be ablated. 0.9% saline was used. A pre-test was completed and was successful. The high impedance was observed during the procedure. The surgeon verified the tissue thickness prior to ablation. Medtronic received additional information, via analysis of the returned device, that there was no saline flow from the probe.